Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that approximately a month ago she noticed a "sensitive area that sometimes feels like a shock" about two inches below the device. The patient was referred to contact physician. Device remains in use. No further patient complications were reported as a result of this event.